Event description:
It was reported that the atrial lead triggered a lead warning for low impedance and low impedance paces displaying in the lead trend data. It was later reported that the lead had a lead warning due to low impedance although impedance is also increasing. Noise was evident on the atrial high rate electrogram. Threshold has crept up as well. Follow up indicated that the lead remains in use and will be reprogrammed to unipolar at the patient's next visit. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead triggered a lead warning for low impedance and low impedance paces displaying in the lead trend data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.